Event description:
Event description guidant received information that at the implant procedure, a long charge time (17.9 seconds) was noted prior to implant, following one capacitor reformation. Two more capacitor reformations were performed and the charge time recovered to 13 seconds.